Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from two different patient samples using a vitros 3600 immunodiagnostic system when compared to ipth results obtained using another vitros intact pth reagent lot when tested on the same vitros 3600 immunodiagnostic system. The most likely explanation for the higher than expected results is a biased calibration that caused a positive shift in results generated using reagent lot 1120. Qc fluids using these biased calibrations were over 2sd higher than the customers established mean value. When typical calibrations were obtained on three subsequent reagent lots, qc fluid and patient sample results obtained were acceptable to the customer. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1120. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as precision testing performed on the instrument was within ortho guidelines.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report higher than expected vitros intact pth (ipth) patient sample results using a vitros 3600 immunodiagnostics system when compared to ipth results obtained using another vitros intact pth reagent lot on the same vitros 3600 immunodiagnostic system. Patient sample 6 results of 97 pg/ml vs. The expected result of 67 pg/ml, patient sample 7 results of 102 pg/ml vs. The expected result of 77 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).